Manufacturer narrative:
The pump was returned assembled with the percutaneous lead (lead) cut approximately 1 inch from the pump housing. The severed portion of the lead was also returned. Examination of the lead revealed a fracture in pump end bend relief. Examination of the lead also revealed a fracture in the brown wire adjacent to the pump housing. The damage appeared to be consistent with fatigue damage due to repetitive movement of the wire at this location. As a result of the damage to the wire, the underlying conductors of the brown wire were exposed. The reported red heart alarms would have occurred as a result of the exposed conductors contacting the braided shielding while the device was supported by the power module. Reports of a fractured pump end bend relief have been investigated and a corrective action was implemented to address this issue. This device was manufactured prior to the implementation of the design enhancement. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 7 years. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that on (B)(6) 2016 after approximately 7 years of support, low flow hazard alarms sounded from the system controller and the pump was not able to maintain the set pump speed. The system controller was changed but the issue did not resolve. The patient reportedly was not symptomatic. An external driveline replacement was attempted by the manufacturer's technical services representative after confirming that a broken brown wire was present; however, the pump was unable to achieve the desired speed so the procedure was stopped. A pump exchange was subsequently performed on (B)(6) 2016. During the exchange, it was reported that the pump end bend relief was "broken". No further information was provided.